Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the everflex entrust 8x80x120 stent, the stent started to deploy by itself while being advanced on the wire, despite the lock that is removed to deploy the stent still being in place. The physician had wetted the wire as usual and began to pass the stent on the wire, but when about halfway in, the stent began to deploy. The stent could not be used and was not implanted. The surgery was completed using a replacement everflex entrust stent of the same size. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned with the red safety tab still in place, (photo 3) and approximately 13mm of the stent deployed, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.